Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Correction: d9; h3 device was originally being sent to us for evaluation but was evaluated in france.

Event description:
It was reported that the patient suffered a burn during a case at the user facility. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the patient suffered a burn during a case at the user facility. Attempts are being made to obtain additional information from the user facility.